Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Release and sterilization records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported her blood glucose reached 350mg/dl after wearing the pod longer than 48 hours. The patient visited the doctor and was diagnosed with (B)(6)infection. The patient was then treated with antibiotics for the infection at the pod site.